Event description:
It was reported that 5 days post-implant the patient experienced an increase of moderate pain that may have been related to the device. The intervention included a right sacroiliac joint injection. The event is recovering/ resolving.

Event description:
It was reported that 5 days post-implant the patient experienced an increase of moderate pain that may have been related to the device. The intervention included a right sacroiliac joint injection. The event is recovering/resolving.

Event description:
It was reported that 5 days post-implant the patient experienced an increase of moderate pain that may have been related to the device. The intervention included a right sacroiliac joint injection. The event is recovering/resolving. Additional information was received that the event is not recovered/not resolved.

Event description:
It was reported that 5 days post-implant the patient experienced an increase of moderate pain that may have been related to the device. The intervention included a right sacroiliac joint injection. The event is recovering/resolving. Additional information was received that the event is not recovered/not resolved. Additional information received on (B)(6) 2022 for this event indicated that the patient underwent a device revision on (B)(6) 2020 (see MFR report # 3006630150-2020-04834).